Event description:
It was reported that the asymptomatic patient presented for follow up, the right ventricular lead exhibited high impedance and high capture thresholds. The patient would continue to be monitored.

Event description:
The patient would continue to be monitored. New information states that the lead was capped and replaced on successfully on (B)(6) 2017.